Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was degenerative disc disease/herniated disc pain and non-malignant pain. It was reported that last year sometime the patient hit his head on cement and forgot about getting his pump refilled. He let the pump go so long it started alarming. He had forgotten to go in for a refill. Per the patient, when he went in, thankfully the pump still had a drop of drug and was still working. No patient symptoms were reported. No further complications were reported/anticipated.